Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench/replace system controller alarm was confirmed via the submitted log file. From (B)(6) 2025 13:17:13 to (B)(6) 2025 14:01:49, the log file captured intermittent yellow wrench advisory and replace system controller alarms associated with backup microcontroller unit (mcu) faults. The alarms self-resolved each time. The yellow wrench advisory and replace system controller alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the system controller was exchanged but will not be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot system controller fault alarms. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient's system controller had "replace system controller" logged into the history. The system controller was exchanged due to the yellow wrench exchange system controller alarm.